Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterilized water leaked from the foley catheter during pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 samples exhibited the reported failure. A potential root cause for this failure could be ¿lumen compromised by a puncture or cut¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterilized water leaked from the foley catheter during pretest. Per follow up information received on 21oct2021, hole or any damage to the catheter was unknown.